Manufacturer narrative:
This event occurred outside the u.s and patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: 694765 lead implanted: (B)(6) 2010 ; 419688 lead implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the device was suspected of premature battery depletion. The device was replaced. No patient complications have been reported as a result of this event.